Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked retainer and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 594 mg/dl. Customer stated customer experienced food poisoning. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip, magnesium, blood thinner and humalog in the hospital. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.